Event description:
It was reported that the patient underwent an initial knee surgery on an unknown date. Subsequently, the patient fell and was revised due to a femoral bone fracture. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown - unknown nexgen articular surface - unknown . Unknown - unknown nexgen tibial component - unknown . G2 : foreign country : australia . H6: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.